Event description:
Additional information received reported the explant was planned for the last week in september.

Event description:
It was reported the implantable neurostimulator (ins) prematurely depleted. It was noted the ins reached end of life. It was further noted the date of explant was planned for 2014-(B)(6). The reporter stated they had to change the ins as soon as possible because the ins was almost off. It was noted that impedance testing was done. It was further noted that no patient symptoms or complications were associated with this event. It was noted that the patient status at the time of this report was alive with no injury. Additional information received reported that impedances were normal ¿minus 1000.¿ the reporter stated the explant would be ¿about (B)(6).¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).